Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed on the (B)(6) 2013. The pad-pak was then removed from the device after this date. The next history log entry was on (B)(6) 2014 when the device passed an auto self-test followed by a successful manual power up. The device continued to perform to specification up to (B)(6) 2015. Multiple manual power ups of mainly ten minutes duration were observed between the (B)(6) 2015 and the final history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore there was a slight fluctuation observed on the pogo-pins, however the device was still able to deliver therapy. The pad-pak, which contains electrodes is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in of this report.